Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blank display and low battery alert. Customer's blood glucose value was 200-300 mg/dl. The customer treated with the pump. The customer stated that the pump died frequently with new batteries. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.